Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, and prime test. All operating currents are within specification. Low battery alarm and off no power alarm functions properly. The insulin pump received stuck in motor error loop during bolus/basal delivery. No motor position encoder error alarm noted in alarm history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart error test, excessive no delivery test and occlusion test due to motor error alarms. No damage noted on case. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had battery out limit alarm, motor position encoder error alarm, motor error alarm, and prime/fill anomaly. The blood glucose at the time of the incident was 24 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.